Manufacturer narrative:
The device was not returned for analysis as the clip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue of the second clip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without incident. During functional inspection of the second mitraclip prior to use, the grippers actuated as expected. When the second clip was advanced to the left ventricle, the tactile gripper test was performed, but the gripper did not lower. Troubleshooting steps were performed and the gripper issue was resolved. The procedure continued with the implantation of the second mitraclip. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.